Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh29p lot number u9518e and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, when using the device, the anvil fell after firing. There were no patient consequences or any change to the post-op care. The was already okay.